Event description:
Additional information received reported that the patient moved and could not find anyone to fill their pump. The alarm was not confirmed by telemetry, but a manufacturing representative was sure that the low reservoir alarm has sounded if not the empty alarm as well. The reason for the alarm was that the patient could not find a managing health care provider (hcp).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a personal therapy manager (ptm) displayed error code 8286. Additional information received reported that the patient¿s alarm was heard. The ¿low¿ alarm sounded on (B)(6) 2015 and the critical alarm was heard some days later. The patient called a manufacturing representative who verified the code on the ptm meant the pump was out. The patient stayed with his sister because he was not feeling well when his pump ran out, but was thinking of returning home because he felt better. The patient relocated and had run out of medication. He was looking for a health care provider (hcp) familiar with refilling the pump. It was later reported that the patient was going through hell with pain. The pump was infusing fentanyl. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturers representative indicated that the empty reservoir alarm had occurred and he believed the pump had not been refilled since 2014. No saline, or minimum rate were programmed, the patient had just been dealing with the alarm. The patient was in the "va system" and his pump was not getting refilled. It was noted that the patient would like to use the pump for therapy. An email for removing contents procedure was sent. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on 2017-nov-22: updated to reflect the patient's device UDI. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and the patient's healthcare provider (hcp) on 2017-nov-22. It was reported that the patient had found a new managing physician who wished for the patient to see a manufacturer's representative to confirm if the pump still worked. It was noted that the patient's pump had not been refilled in 2 years, approximately since 2015. No out of box failures were reported. No medical or therapy problem associated with small parts was reported. No symptoms were reported. No further complications were reported.